Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the pump memory error was never determined. The rep stated that the nurse at the clinic updated all the missing data using the most recent interrogation and then reinterrogated the pump. The error code did not pop up on the second interrogation and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for spinal pain. It was reported that the healthcare provider (hcp) interrogated the pump and it had warning alert 243 pump memory error "infusion settings are not available and are necessary to update the pump". The caller stated that the hcp ended the session and rebooted the tablet. The caller stated that the hcp interrogated the pump again and alert 112 was seen. The caller stated that the infusion rate and elective replacement indicator (eri) were gone but the patient identifiers and reservoir volume was still there. The caller stated the pump was not alarming. Technical services (ts) recommended re-entering all the missing information and attempting to update the pump.